Event description:
It was reported that the customer woke up in the morning and the blood glucose value was at 18.1 mmol/l. Customer tried to treat with an insulin bolus delivery and received a no delivery alarm and had to treat with manual insulin injection since the bolus history showed only 0.5 units were delivered. Customer then rewound the pump and during prime another no delivery alarm occurred. During troubleshoot; a fixed prime of 5 insulin units was performed and the insulin did not exit and the insulin pump alarmed no delivery right away. Customer removed the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set pushed insulin slowly through the tubing; insulin did not exit with plunger push and there is greater than normal resistance. Customer was advised to replace infusion set and reservoir. It was reported that the customer removed the infusion set and the needle was straight. Customer stated that the alarm was cleared with the complete set change. Nothing

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.